Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not work properly. While in patient, one of the device's jaws broke off and fell into the omentum. It was noticed immediately and the broken piece was retrieved and removed from the abdomen through the port site. The instrument was examined to identify no other pieces were missing.